Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure can be confirmed with the root cause of the failure being attributable to operator error. During the bonding of the plastic cannula to the hub, insufficient adhesive was applied which led to the reported failure. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Customer alleged the dilator could not be separated from the drain during drain placement and the hub snapped. No reported injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.